Event description:
Litigation papers allege: pain, weakness, difficulty with simple daily living activities and increased metallic ions in her bloodstream. **update** (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received. The femoral head is now being added to the complaint. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege: pain, weakness, difficulty with simple daily living activities and increased metallic ions in her bloodstream. Update 05/08/2012 - plaintiff's preliminary disclosure form was received. The femoral head is now being added to the complaint. The complaint and associated MDR were updated. The complaint was updated on: 01/14/2014. Update 29 june 2014 - der rcvd. Updated dor, surgeon name, complaint categories and patient age.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.